Manufacturer narrative:
Results: the ace68 was ovalized from approximately 106.0 ¿ 110.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed the reported fracture. Evaluation revealed the 3maxc break occurred at the rhv and was reported to occur during advancement. This indicates this break was likely the result of a kink. Further evaluation revealed the 3maxc was advanced through the full length of the returned ace68 and the ace68 was ovalized on its distal shaft. This ovalization would have prevented the 3maxc from being advanced through the ace68; therefore, the ace68 ovalization was likely incidental to the reported event. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01255.

Event description:
During preparation for a thrombectomy procedure, while loading a penumbra system 3max reperfusion catheter (3maxc) into a penumbra system ace 68 reperfusion catheter (ace68) on the back table, the 3maxc broke at the midshaft and remained stuck inside the ace68. The damage to the 3maxc occurred prior to use and, therefore, the 3maxc and ace68 were not used in the procedure. The procedure was completed using a new 3maxc and a new ace68.